Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer reported that her blood glucose was 460 mg/dl. The customer was advised to program a bolus to treat the high blood glucose. The customer was assisted with setting a bolus. The customer was advised to continue to monitor her blood glucose and call back if needed. The customer needed no further assistance. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.